Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot or charge as the device will not turn on. Open receiver, remove, and replace battery (with known good), turn on receiver: passed.detached ui pcba, and retrieve the receiver download: passed. Finding related to complaint in receiver download: error: (B)(4) errors, screen recoverable error alarm and error recovery found in the log within the investigation window. The customer's complaint was confirmed because there is an indication of a potential reportable event. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2017 that on (B)(6)/2017 the receiver received an unknown error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/26/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.